Event description:
It was reported that the right ventricular (rv) lead had rising thresholds and high pacing impedance that had been rising for months. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. It was further reported that when the replacement pacing lead was being implanted, there was a lot of friction in the introducer and the lead was damaged when removing it from the introducer. That lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.